Event description:
The dental implant fx6012swc was removed on (B)(6) 2019 due to loss of osseointegration 1 year and 3 months after implantation. The patient has no significant medical history. The patient required another surgical intervention for recovery.